Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Power PICC solo 4fr single lumen placed on (B)(6) 2024. Noted to have a fracture to line around point of entry site/securacath. Before use. No other information was provided. Additional information was received for this event as part of a focus survey. The following additional detail was provided: total length of the catheter 45cm. PICC inserted into brachial vein. Exit site marking of the PICC after placement 2cm. Secured with secureacath. Infusates infused through the PICC: oncology treatment, erinotecan, 5fu. Unknown if there any catheter interventions to address occlusions with this PICC. PICC leakage identified through leaking on flushing. Patient knocked PICC/arm prior to issue. Leak occurred 7 weeks after insertion. Catheter site cleaned with chloraprep 3ml during a dressing change chloraprep 3ml. Additional comments: recognize this fracture may be caused by patient.

Event description:
Power PICC solo 4fr single lumen placed on (B)(6) 2024. Noted to have a fracture to line around point of entry site/securacath. Before use. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Power PICC solo 4fr single lumen placed on 21.03.2024. Noted to have a fracture to line around point of entry site/securacath. Before use. No other information was provided. Additional information was received for this event as part of a focus survey. The following additional detail was provided: total length of the catheter 45cm. PICC inserted into brachial vein. Exit site marking of the PICC after placement 2cm. Secured with secureacath. Infusates infused through the PICC: oncology treatment, erinotecan, 5fu. Unknown if there any catheter interventions to address occlusions with this PICC. PICC leakage identified through leaking on flushing. Patient knocked PICC/arm prior to issue. Leak occurred 7 weeks after insertion. Catheter site cleaned with chloraprep 3ml during a dressing change chloraprep 3ml. Additional comments: recognize this fracture may be caused by patient.